Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.  1 device was evaluated in the field and the issue was confirmed; there was a broken/damaged component.  The device was repaired and returned. Device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the cot could not be disengaged from the fastener. There was no patient involvement.